Event description:
As reported, a 4f c2 65cm tempo aqua diagnostic catheter would not advance over a non-cordis wire and became stuck, and the device was withdrawn and snapped into pieces. Difficulties were encountered during both advancement and withdrawal, described as increased tension and resistance. The device was removed. The procedure was completed successfully using a new catheter of the same type over the same wire. There was no reported patient injury. The complaint tempo catheter was advanced over a .035 amplatz wire and would not advance beyond approximately 20 cm. The catheter had not been inserted into the patient at any time. During attempted withdrawal, increased tension was noted, and additional force was required to remove the catheter from the wire, at which point it snapped into two pieces. No abnormalities were noted prior to use, and no visible kink or damage was observed in either the catheter or the wire. The wire remained intact without kink, and a new catheter of the same type was successfully advanced over the same wire. The device was removed from packaging using standard technique by the interventional radiology nurse. The device was not inserted into the patient. No damage to packaging was noted, and the device was stored and prepared in accordance with instructions for use as far as known. The user was trained in use of the device. The device was not used in the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18506024 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.